Event description:
The customer reported that, during preparation for an unspecified diagnostic procedure, the screen blacked out. The procedure was completed using another similar device. The patient was not yet under anesthesia when the event occurred and there was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. The subject could be recognized although the image had stripes due to the cable likely being broken. In addition, the coupler was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the black image was unable to be identified. Olympus will continue to monitor field performance for this device.